Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for son via phone call for high blood glucose. Blood glucose at the time of incident was 600 mg/dl. Current blood glucose was 117 mg/dl. Customer reported that he had ketones and spoke to hotline that said keep an eye on him because he was vomiting. The customer declined high blood glucose troubleshooting. Customer treated high blood glucose with shot and found a bent cannula after removal. The customer is not calling back after receiving a new battery cap. The insulin pump will not be returned for analysis.